Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed directional flow label is missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be missing directional flow labels which requires case shimming to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to be missing directional flow label . No additional information is available.